Manufacturer narrative:
Device is combination product.

Event description:
It was reported that removal difficulty and shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.75x38mm promus element plus drug-eluting stent was advanced for treatment but became stuck in the vessel. Several attempts were made to either withdraw the stent or pass the lesion, with no result. The device shaft fractured and a non bsc device was used to remove the whole system. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device is combination product. A promus element plus,mr,ous 2.75x38mm stent delivery system was returned for analysis. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues with the tip.

Event description:
It was reported that removal difficulty and shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.75x38mm promus element plus drug-eluting stent was advanced for treatment but became stuck in the vessel. Several attempts were made to either withdraw the stent or pass the lesion, with no result. The device shaft fractured and a non bsc device was used to remove the whole system. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.